Event description:
The patient had bilateral anterior lateral fascia release surgery on (B)(6) 2012. He used the game ready injury treatment system with two half-leg boot wraps for 14 days 24/7 (alternating 30 minutes on and 30 minutes off, pressure and temperature unknown). During his first 2 post op appointments, (B)(6), his surgical incisions were showing good signs of healing with modest ecchymosis surrounding incisions without increased erythema, mild edema, and no exudate or increased warmth. On (B)(6) he had some exudate and necrotic tissue that resembles frostbite. Cultures were taken and patient was admitted to hospital for IV antibiotics and dry dressing changes. Cultures came back growing staph aureus and acinetobacter. The patient was discharged from hospital on (B)(6), on bactrim and dry dressing changes. Patient was seen in clinic on (B)(6), with no purulent drainage, but he did have some maceration of his wounds. The erythema and swelling had improved since the previous visit on (B)(6).

Manufacturer narrative:
There is a second patient that had the same surgery on (B)(6), whose wounds were starting to present with the same type of ecchymosis around the incisions 14 days after surgery. Coolsystems has not been provided with any additional information at this point. Nurse (B)(6) stated that there could be any number of factors that have contributed to this patient's outcome. They are still very happy with the game ready system and intend to continue to use them. The same game ready control unit, sn (B)(4) with a half leg boot wrap had been used on another patient after ankle surgery in september with no incident. Coolsystems has requested the game ready system to be sent in for evaluation. As of today, we have not received the asset.